Event description:
In surgery during a vein harvesting procedure, the device cautery tip broke off. The staff removed the two separated pieces from the field. A new device was used without difficulty. There were no retained objects, there was no harm to the patient, the procedure was completed without any further problems. The items were given to the surgical coordinator and the company rep was notified by surgery staff.